Manufacturer narrative:
Date sent to FDA: 2/12/2019. Additional narrative: it was reported that the patient experienced hernia recurrence, bowel perforation, intestinal fistula and pain following surgery. It was reported that the patient underwent mesh revision on (B)(6) 2016. It was reported that the patient underwent mesh removal on (B)(6) 2017. It was reported that the patient underwent mesh revision on (B)(6) 2018. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.